Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to care link and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2021 bolus delivered of 1.5u at 06:37:48.000, 2.1u at 12:23:14.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during visual inspection: cracked keypad overlay, cracked retainer, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Over delivery not confirmed during testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. The mode of treatment was unknown. It was unknown that customer was using automode feature at he time of incidence or not. He device will not be returned for analysis.